Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) was triggered. High pace/sense impedance as well as oversensing, noise and high short interval counts (sic) were noted. A lead fracture was suspected. The lead was programmed off and eventually capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) beginning (B)(6) 2015. Analysis also indicated a right ventricular lead integrity alert on (B)(6) 2015, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range on (B)(6) 2015.